Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power switch was installed. The system was tested and operates as intended.

Event description:
The customer reported that on the 9800 system the power switch needed to be replaced. No pt injury was reported.